Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. Upon interrogation it was noted that the atrial lead's pacing impedance was much higher than normal range in both unipolar and bipolar modes. The physician opted to monitor the lead and made no changes. The patient was to be monitored routinely and was stable.